Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On un unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that it is likely that the intestinal tube got stuck in the duodenal mucosa when it got changed in april. It was reported that when physician tries to pull the innertube not only the innertube comes out but also the duodenal mucosa. Though requested additional information was not provided including how it was resolved.